Event description:
It was reported that a pt underwent an unk procedure on (B)(6)2010 and suture was used. The needle pulled off the suture when the nurse opened the package. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4): results: the broken needle was visually examined microscopically and found that the needle barrel was broken off. User needle holder marks were found at the break point. The suture attachment tip was examined microscopically and found that the needle barrel was still attached to the suture. The broken attached needle barrel was found to have user needle holder marks. No swaging anomalies were found. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.